Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number : 20318165, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a revision procedure and was reportedly doing well postoperatively.